Event description:
Boston scientific received information that at the wound check appointment, five days post implant, noise was noted on two of the three sensing vectors of this subcutaneous implantable cardioverter defibrillator (s-ICD) system. No inappropriate therapy had been delivered and no programming changes were made as the noise algorithm was working. The noise was reproducible with position changes. Boston scientific technical services (ts) discussed with the field representative the potential reasons for the observation. By x-ray examination, it was determined the electrode was not fully inserted into the header. A revision procedure was performed where it was confirmed that the electrode and amp; amp; apos;s terminal pin was not fully inserted. The electrode was successfully reinserted into the header. Defibrillation threshold (dft) testing was performed, and there was approximate sensing and successful conversion noted at 65 joules in reverse polarity setting. The system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is currently available. This investigation will be updated should further information be provided.